Event description:
The pacemaker involved in this MDR report was implanted in (B)(6) 2006 and explanted in (B)(6) 2009 because the elective replacement indicator was reached.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.